Event description:
The patient reported that patient used the suspect device to check their blood glucose. Pt obtained a result of 82 or 84 mg/dl and then injected 4 units of humulin r insulin. Pt was found unresponsive 1 1/2 hours later. An ambulance was called and upon arrival the emt's tested pt's blood glucose at 37 mg/dl on their equipment. The suspect device read 33 mg/dl. Pt was given a dextrose IV. About 45 minutes later while at the hospital pt's blood glucose was 101 mg/dl. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation. Glucose control solutions were not used on the system.